Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the surgeon noticed leaking around the trocar, losing pneumo. She stated that she was wondered if the incision was a bit longer than usual. Gauze was used around trocar to seal. There were no patient consequences. One device was discarded.